Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received an inappropriate shock for atrial fibrillation with rapid ventricular response. Programming changes were made. The patient was in stable condition afterwards. The device remains implanted.